Manufacturer narrative:
Tw (B)(4). The device has been returned to the factory and will be evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that vasoview hemopro 2 would not work properly. Not receiving power. Did test prior to procedure and it worked. Changed cords and opened a new device to finish procedure. Delay while changing cords and opening new device. No harm to patient.